Manufacturer narrative:
(B)(4). The homechoice (hc) cassette was returned and evaluated. No abnormalities were identified during visual inspection with the naked eye. All pull ring caps were present on the device. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The problem was unable to be verified during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette was found with a missing pull ring inside the overpouch. There was no patient involvement, and therefore no patient injury, medical intervention, or adverse event associated with this event. No additional information was provided.